Event description:
Customer's spouse reported via phone call of not being able to get reservoir back into the insulin pump. It was also reported that customer had been hospitalized on (B)(6), 2015 with blood glucose of over 230 mg/dl. Customer was hospitalized due to stomach problems; customer had extreme diarrhea. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that insulin pump had not been rewound. Customer will monitor blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.